Event description:
Initial hcg result of 3.51 iu/l. Same sample repeated using different instrument, same methodology recovered 3.51. A second sample on the same patient the same day initially recovered 3.26 iu/l. Sample repeated on a different instrument using same method recovered less than 0.1 iu/l. This sample repeated again on the second instrument and again recovered less than 0.1 iu/l. Initial result was reported. Patient not adversely affected. The field service representative was unable to determine cause. The user reports no further occurrences.